Event description:
It was reported that a power injectable microbore non-dehp catheter extension set had a "faulty connection" to an unknown catheter. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.